Event description:
A pt reported experiencing inaccurate high results with a ft meter. The pt's blood glucose results were 500mg/dl vs. 130 lab. Tests were done within 11-20 mins with a difference of 285%. Pt did not experience any adverse events. No further info has been reported.